Event description:
A patient was undergoing stenting to a non-calcified, non-tortuous lad. A 2.75x23mm cypher rx was noted to have a kinked hypotube, but was nonethesless deployed successfully in the distal lad. The sds balloon took 45 seconds to deflate. A 3.0x33mm cypher rx (intact) was deployed successfully in the proximal lad. The sds balloon took 30 seconds to deflate. Per account, deflation usually takes a few seconds. The indeflator was inflated to 20atm for both devices. The ratio of saline to contrast used was 15cc ns to 50cc of hypaque 50 contrasts, which is a lower viscosity contrast, per account. There were no EKG changes or any patient injuries. The indeflator was a merrit basix. There were no issues other than the slow deflation.